Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to inflation issues. Inspection revealed a hole in the prosthesis. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to inflation issues. Inspection revealed a hole in the prosthesis. The pump and cylinders were removed and replaced. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually inspected, leak/pressure tested and examined microscopically. Cylinder 1 outer tubing had a hole by the proximal end of the body likely due to damage with a sharp instrument during explant. There was no damage to the inner tube of cylinder 1; therefore, passing leak and pressure functional testing. Cylinder 2 did not exhibit damages, and also passing leak functional testing. Visual analysis of the momentary squeeze (ms) pump did not identify any leaks; however, during functional testing, the ms pump did not pass deflation testing. Based on the information available and analysis results, the alleged hole in the prosthesis cannot be confirmed. However, the pump component inability to deflate likely contributed to the reported deflation issue thus confirming this clinical observation.